Event description:
According to the reporter: occurred during a sigmoidectomy procedure. The first firing was successful. For the second firing, the reload was connected to the adapter. Checked the jaws for opening and closing. The status indicators were flashing green. The surgeon clamped the tissue and pushed the green firing mode button, however, could not fire the device at all. The reload was replaced and the procedure was completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm.